Event description:
It was reported that the device would not operate on ac power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): the device was not returned to physio-control for evaluation; however, the customer's biomed indicated that after replacing the power supply module proper device operation was observed.